Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a "tight and possibly calcified" lesion. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. It is reported that resistance was encountered during advancement of the stent and the stent was deformed during positioning at the lesion. The physician used a non-medtronic stent to successfully cross the lesion. No patient complications are reported.

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th, 7th and 8th proximal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion was ¿tight and possibly calcified¿); inherent risk of procedure (stent deformation); no results available since no evaluation performed (evaluation in progress). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion was ¿tight and possibly calcified¿); inherent risk of procedure (stent deformation); unable to confirm complaint (evaluation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.